Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11167r11, implanted:(B)(6) 2002, product type: catheter. (B)(4).

Event description:
Information was received regarding a patient receiving hydromorphone and bupivacaine, dose and concentration not reported, via an implanted pump. The indication for use was noted as non-malignant pain. The patient was hospitalized for increase in pain. The healthcare provider wanted to do a dye study and was looking to contact a company representative. Interventions, results of the dye study or outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.